Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip. The device was difficult to remove. The device was ultimately "pulled out'. The operator inadvertently forgot to utilize the access ports to assist in the removal of the device. The clip deployed in the intended site; however, ten minutes of manual compression was applied to ensure hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B) (4): the device is expected to be returned for evaluation. It has not yet been received.